Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state went to state 6 (indicating early termination) after reprogramming and activating. The returned sensor was de-cased and the battery was replaced. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) testing was performed, however sensor went to state 6 with brownout reset. An extended investigation was performed. Visual inspection was performed on the returned de cased sensor, and no issues were observed. The sensor scanned successfully and the initial scan was reviewed. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The returned battery voltage was measured, however results were not within specification range. The battery was replaced with a known good battery and sensor was reprogrammed successfully and attempted functionality testing. However the sensor failed to activate, went to state 6 repeatedly. Functionality testing could not be performed due to this. Therefore, the issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as shaking, heart pain, cold, unable to speak properly, collapsing, and a loss of consciousness. The customer was transported to a hospital and upon arrival, received unspecified blood tests and an electrocardiogram test from a healthcare professional (hcp) and was further administered a glucose gel, unspecified tablets, coke, and food as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as shaking, heart pain, cold, unable to speak properly, collapsing, and a loss of consciousness. The customer was transported to a hospital and upon arrival, received unspecified blood tests and an electrocardiogram test from a healthcare professional (hcp) and was further administered a glucose gel, unspecified tablets, coke, and food as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state went to state 6 (indicating early termination) after reprogramming and activating. The returned sensor was de-cased and the battery was replaced. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) testing was performed, however sensor went to state 6 with brownout reset. An extended investigation was performed. Visual inspection was performed on the returned de cased sensor, and no issues were observed. The sensor scanned successfully and the initial scan was reviewed. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The returned battery voltage was measured, however results were not within specification range. The battery was replaced with a known good battery and sensor was reprogrammed successfully and attempted functionality testing. Functionality testing could not be performed due to brownout. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms described as shaking, heart pain, cold, unable to speak properly, collapsing, and a loss of consciousness. The customer was transported to a hospital and upon arrival, received unspecified blood tests and an electrocardiogram test from a healthcare professional (hcp) and was further administered a glucose gel, unspecified tablets, coke, and food as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.